Event description:
The customer reported, the energy changing in 6mev two times in one week, so decided to place the water phantom and verifying the profile. A symmetry error (17%) on 6mev without interlock was identified. The customer immediately stopped treatments for the day. Three patients were involved: two for breast treatment and one for scrotum. The customer reported that no serious injuries occurred because of the event and no critical structures were exposed to the radiation. They do not expect real injury or miss-treatment as it seems that the prescription, for this kind of treatment, varies already from 1.8 to 2.2 gy/session, depending on the physician. The only possible injury would be a skin irritation, but nothing has been detected during the weekly check of the patient. The physician does not consider the three pts involved in the incident require further examination. However, the physician will keep doing the regular weekly exams.

Manufacturer narrative:
Previously reported in MDR #2916710-2008-00050: the investigation revealed a malfunction in the symmetry circuit is related to a faulty potentiometer, which may cause the clinac's beam control circuitry to alter dose delivery by 11.5% above or below the planned value. The dose deviation occurs around the central axis and the maximum deviation is at extremities of the field. The failure is undetectable by the machine and did not activate an interlock. A product notification letter will be sent to the affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.